Event description:
According to the reporter, during pre-inspection, the first tracheostomy tube's cuff had blown after 5-10mins inserting air. The second tracheostomy tube replacement started leaking from the cuff after 10-15 minutes. There was no patient involvement.

Manufacturer narrative:
D10 - concomitant product: 8cn85h - 8.5mm shil cuffed trach cann - lot#(23h1500jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.